Event description:
Following deployment of stent, balloon could not be deflated despite attempts to burst balloon. Forty-five mins post inflation, balloon was pulled into guiding catheter and withdrawn.